Event description:
Our affiliate is reporting that during a procedure it was observed that the patient experienced what is being described as; "the patient's shoulder appeared to twitch and jump", while the s90 electrode was being activated in the joint space. The electrode was removed from the joint space and fired in the air; the staff observed flashing and sparking from the tip of the activated electrode. Used another same type device to complete the procedure successfully without further incident or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.